Event description:
A surgeon reported that during lasik surgery, the sys had unstable energy levels, which had to be readjusted. Postoperatively, the pt presented with hypermetropia in the left eye and reported unclear vision. In a follow up, the surgeon reported that no surgical or medical intervention was planned.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).